Event description:
Rn gathered her supplies to access the patient for her treatment. When the rn took off the white end cap from the end tubing of the huber needle, she noted a tiny piece of white on the inside of the end tubing. This was the 3rd occurrence noted with these huber needles. When examining the white end cap, it looked like it had a small divit on it, like it was missing a piece of plastic. These items were set aside, not used for port access. Huber needle, end cap, and packaging given to rn manager. A different huber needle obtained, no issues noted with it and was used to access the patients port for treatment. No patient harm. Bard safestep, 20g 1 inch, lot # asjwfc119. Reference report mw5168161, mw5168163.